Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined a conclusive cause for the reported migration of device or device component cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left main coronary artery that was heavily tortuous, mildly calcified and 85% stenosed. A xience prime 3.0 x 33 mm stent was deployed and confirmed to be fully apposed to the vessel wall. After post dilatation with a non-abbott balloon, during removal, the implanted stent moved. The balloon was fully deflated and there was no resistance felt between the non-abbott balloon and implanted stent. Another xience prime 3.0 x 33 mm was successfully deployed over the previously hanging stent to cover the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot number added, UDI number added. Correction: manufacturing site updated (B)(4). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot.